Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Investigation of the device noted damage to the sheath, shaft, connector, strain relief, handle, and array. This extensive damage to the transducer caused the articulation issue.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer had damage to the tip which was causing an articulation issue. There was no injury associated with this event.